Event description:
It was reported that during a preventative maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) kept failing the k6, k6a, k7, k8 leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) kept failing the k6, k6a, k7, k8 leak test. This event occurred during preventative maintenance (pm). There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e (occupation, health professional), g4, g7, h2, h6 (investigation findings), (type of investigation), (component codes), (health effect-impact codes), (investigation conclusions), h10, h11. Corrected field: a1, b5. A getinge field service engineer (fse) was dispatched to the customer's site. The fse replaced the compressor after investigation. The fse performed all required test and pm performed by biomed. The iabp was returned to customer and cleared for clinical use.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) kept failing the k6, k6a, k7, k8 leak test. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.